Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a customer that a trilogy evo "ventilator inoperative" condition occurred. The customer states the device alarmed with a red screen and vent inop message. The customer was unclear if the device was in patient use at time of the occurrence or if there was an allegation of patient harm. There was no serious patient harm or injury reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. New information: the trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a functional test and that an alarm condition did occur. The conclusion of the evaluation is still incomplete, due to the pending repair approval request from the customer. Additionally, the technician confirmed the device was contaminated with dust, lint, yellow residue and black stains in some areas and recommends part replacement and proactive preventative maintenance. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer received information from a customer that a trilogy evo "ventilator inoperative" condition occurred. The customer states the device alarmed with a red screen and vent inop message. The customer was unclear if the device was in patient use at time of the occurrence or if there was an allegation of patient harm. There was no serious patient harm or injury reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
Previously reported by the manufacturer: previously reported by the manufacturer: the manufacturer received information from a customer that a trilogy evo "ventilator inoperative" condition occurred. The customer states the device alarmed with a red screen and vent inop message. The customer was unclear if the device was in patient use at time of the occurrence or if there was an allegation of patient harm. There was no serious patient harm or injury reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. Additional information: the trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed a functional test and that an alarm condition did occur. The conclusion of the evaluation is still incomplete, due to the pending repair approval request from the customer. Additionally, the technician confirmed the device was contaminated with dust, lint, yellow residue and black stains in some areas and recommends part replacement and proactive preventative maintenance. If any additional information is received, a follow-up report will be filed. New information: the trilogy evo ventilator was returned to the third-party service center for evaluation. The third-party service center provided the customer with a repair quote and has made several attempts to contact the customer to confirm approval for repairs. The attempts were unsuccessful therefore the device is being returned to the customer unrepaired. A final report is being submitted at this time. If any additional information is received, a supplemental report will be filed. Box h coding was updated.